Event description:
A (B)(6) male pt called zoll customer support to report that smoke was coming from the monitor. His monitor was unable to power up. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (smoke coming from monitor, won't power up) has been confirmed. Upon investigation the monitor was unable to power up and the drawing excessive current. Capacitor c10 on the monitor c/a board was thermally damaged and shorted, which caused the reported smoke emitting from the monitor. The root cause for the short and thermal damage could not be positively identified. No adverse event resulted from the damaged c10 capacitor. The pt received a replacement monitor.